Event description:
The info received from the field states that this male pt was presented to the interventional lab for stenting procedure of the right external iliac artery. The vessel was described as heavily calcified and tortuous and contained a 90% stenosis. The info states that the product looked perfect when it was taken from the package and proper preparation of the stent delivery system (sds) was completed. Due to the characteristics of the vessel, there was some difficulty accessing the lesion. Once the target vessel was accessed with a wire the dr pre-dilated the lesion with a balloon (size unk). After pre-dilation the balloon was removed and the dr tried to deliver the sds to the target. Because of the calcification and the tortuosity of the vessel the stent dislodged from the sds before reaching the target.